Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa and clip jumping was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa and clip jumping was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4. First xtw mitraclip was implanted successfully. A second xtw mitraclip was then chosen for implantation. When attempting to implant, the clip jumped open during establishment of final arm angle (efaa) to about 40 degrees. The clip was removed and it was decided to end the procedure. Procedure ended with mr reduced to trace. There were no patient consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.